Event description:
It was reported that the pt expired. The pt was last seen in the clinic in 2008. The pt had bony metastatic lung cancer with intractable pain secondary to thoracic radiculopathy. The pump contained hydromorphone 5.0 mg/ml; bupivicaine 40 mg/ml; and compounded baclofen 200 mcg/ml at an infusion rate of 0.7632 ml. The pt's therapy mgr was programmed for up to 8 activations per day. The cause of death was not reported; reported to be unrelated to the implanted system.